Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: (B)(4). Concomitant medical products: 115323, glenosphere, lot: 350070; xl-115367, humeral bearing, lot: 700020; 115370, tray, lot 874190. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01637.

Event description:
It was reported that approximately 9 months post implantation, the patient was revised due to disassociation between the glenosphere and taper adaptor. Reportedly, the disassociation occurred after a fall. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Review of the medical records identified that when the patient underwent a revision, disassociation was found. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.